Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
.

Event description:
The customer reported that the heartstart mrx was unable to acquire etco2 readings. There is no indication of patient involvement.